Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (S-ICD) recently received three inappropriate shocks due to T-wave over-sensing during physical exertion. Information has been requested regarding any potential programming changes and further details will be provided, once available. At this time, this S-ICD remains implanted and in-service. No additional adverse patient effects were reported.